Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming with message e10037 on display. Per reporter, the battery was removed and reinserted prior to the call, which temporarily resolved the alarm, but the alarm returned. Settings reviewed: reservoir volume 176.2 ml. Continuous rate 5 ml/hour. Total given 52.8 ml. This event occurred at the hospital. No patient harm/adverse event reported.